Manufacturer narrative:
The report of the autopulse platform ((B)(4)) only click consistently and the display panel screen would flash and would not completely turn on was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. Upon visual inspection no physical damage was observed. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). The autopulse platform is a reusable device and was manufactured on 14 nov 2007. It has exceeded its expected service life of years. The platform is 11 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).

Event description:
During training, upon powering up the autopulse platform ((B)(4)), the platform would only click consistently and the display panel screen would flash and would not completely turn on. No patient involvement.